Manufacturer narrative:
Initial reporter health professional was inadvertently checked; reporters information is not available the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure the foot switch displays an error up to 15 times and the device wants to have the user confirm the error with an ok. The footswitch disconnects when they experience the error. An olympus employee was on site when the error occurred twice. There were no reports of patient harm associated with this event. Follow up with the customer was performed and the following information was obtained: the enucleation of the prostate procedure was completed successfully. The reported issue did cause an extension of the procedure; however, this did not cause a deterioration of the patient¿s health condition. The customer confirmed that this issue did not cause the patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the footswitch disconnecting could not be confirmed. Olympus will continue to monitor field performance for this device.